Event description:
As reported, the handles of the 5f peel-away sheath packaged with the navilyst medical PICC broke off when the nurse was trying to peel during insertion. The sheath was able to be easily grasped and removed, with no patient injury or complications. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
The used sheath device has been returned to navilyst medical and was forwarded to our supplier, (B)(4). For eval and completion of a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).